Event description:
It was reported that during a procedure, the doctor was using an arthroscope along with a 5mm light cable. The doctor rested the scope, which was connected to the source, on the patient's body which resulted in a burn to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the doctor was using an arthroscope along with a 5mm light cable. The doctor rested the scope, which was connected to the source, on the patient's body which resulted in a burn to the patient.

Manufacturer narrative:
The product was not returned for investigation. The company representative received a letter from the account concluding that the burn to the patient was due to user error. Further, an incorrect light cable was used with the scope unit. The cable became too hot causing a burn on the patient's lip when the cable was set down on the patient. The scope was determined to have no failures. In sum, the product was not returned for investigation, however, it was concluded by the account that the reported failure mode was due to user error. Therefore, the reported failure mode was not confirmed on the reported scope unit. The failure mode will be monitored for future reoccurrence.